Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 389 mg/dl while using an inset infusion set (23 inch, 6 mm), after eating a burger without announcing the meal and encountering a bent cannula on the first inset opened during a site change. Symptoms included hyperglycemia. Outcomes included completion of troubleshooting and education, with insulin delivery resumed after a successful site change and arrangement for infusion set replacements. Investigation included product troubleshooting and user education. Investigation of this case revealed a likely combination of unannounced carbohydrate intake and an infusion set issue, evidenced by the bent cannula, contributing to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.